Manufacturer narrative:
Failure analysis confirmed that the insulin pump had unresponsive buttons due to moisture damage on keypad trace. There was also, corrosion found on vibrator. No moisture damage found on electronic assy and motor. The display functions properly. No blank display, vibration anomaly or constant tone noted. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and blank display. The customer's blood glucose reading was 208 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water and went blank. The customer stated there is a constant tone and the pump vibrates without alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.